Event description:
Information received indicates the head section will not rise when activated.

Manufacturer narrative:
The technician found the wire to the head coil was disconnected. The technician reconnected the wire to repair the bed.